Event description:
It is reported that a left tibial base plate size 2 sizer, had possible metal burrs that scratched the drill bit, and left metal shavings in the left knee. The shavings were removed per surgeon and irrigated with antibiotic solution.

Manufacturer narrative:
Evaluation summary: the cause of the problem reported could not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.